Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could have contributed to the reported event. This records review indicates the device met all material, assembly, and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a percutaneous coronary angioplasty (pci) procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the mildly tortuous and calcified proximal left anterior descending (lad) artery. Following intravascular ultrasound (ivus), the lesion was dilated with a non-bsc balloon. The 4.0 x 16mm liberte stent was advanced to the lesion and implanted. The 4.5 x 8mm quantum maverick balloon catheter was advanced to postdilate the stent, however, the balloon ruptured upon the first inflation at 14 atms and was removed from the patient without any difficulty. The procedure was completed with use of another quantum maverick balloon catheter to postdilate the stent. No patient injury or complications were reported. The patient's condition was reported as "good".